Event description:
Pt received a full-thickness retinal burn when the physician, who was accustomed to treating at a setting of 100 mw, did not realize that the power setting retained in memory from the prior case (1000 mw) contained a fourth digit. Other treatment parameters were 100 micron spot size, 0.1 second duration. The physician performed a single parafoveal test shot (off-center) at the 1000 mw and, immediately realizing the high setting, suspended the treatment. The pt is being followed for the retinal burn. Per the physician, pre-incident visual acuity was nearly 20-20 based on standard snellen test; post-incident snellen test per the phhysician appears at this time not to have changed from baseline. Visual field test is pending within the next month and will indicate the presence and severity of any decrement to peripheral vision. "Laser power set too high (1000mw instead of 100mw) for the required rertinal photocoagulation treatment. This error arose out of laser having been used by a previous operator at much higher power than is usual. Power settings remained in laser software memory from previous treatment despite shutting down the system.